Event description:
It was reported that a user experienced an unresponsive sleep/wake button on the ilet device, and a guided restart restored button responsiveness, consistent with a device hardware interaction and user interface responsiveness issue. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health, functionality, or access to therapy. Investigation included customer interview and technical troubleshooting conducted remotely. Investigation of this case revealed that the device functioned as expected after restart with no persisting malfunction observed. It was concluded that the event did not involve a device failure and was resolved through standard troubleshooting.